Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous shunt. A 3.0x40x90 (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon burst before it was inflated to nominal burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture. Microscopic examination revealed that the balloon ruptured longitudinally, and it appeared that while pull the balloon out it bunched up at the tip and tore circumferentially. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported complaint.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous shunt. A 3.0x40x90 (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon burst before it was inflated to nominal burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.